Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic knives exhibited cutting performance issues during cataract procedures. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.